Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: during investigation, the battery compartment was found to be cracked at the case seal. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. Unrelated to the complaint, the display screen was dim and discolored, but was able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump¿s case was cracked at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.